Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's lock was broken on his system controller. The system controller was exchanged. The patient remains ongoing.

Manufacturer narrative:
The MFR received (B)(4) from (B)(6). Additional information on the report indicated that the patient experienced a red heart alarm despite all of the connections being intact. The system controller would not start in normal operating mode even after an attempt to reset. The system controller was exchanged. The system controller was returned to the MFR for evaluation. During review of the log file it was noted that pump stoppage was recorded 30 minutes prior to the device being removed. The investigation confirmed that the driveline lock mechanism did not operate as expected. The lock moved freely from the locked to the unlocked position, it did not fix in either position. Upon further evaluation it was found that the root cause was due to a missing fixative that should have been applied to the bulkhead assembly during manufacturing. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The MFR is closing its file on this event.